Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. This is noted due to high shock lead impedance. The physician was dr.(B)(6) at (B)(6) hospital and medical centers in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).